Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2010, the pt was treated for an abdominal aortic aneurysm and was implanted with two gore excluder aaa endoprostheses. On (B)(6), 2011, a f/u computed tomography (CT) images revealed that the distal limb of the gore excluder aaa trunk-ipsilateral leg had invaginated and thrombosed from the flow divider into the external iliac artery. An intervention is being scheduled. Further investigation is in process.